Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported finding safe-t-pro plus devices missing the protective caps. No adverse event reported. Requested return of suspect device.